Event description:
Following the successful deployment of the excluder bifurcated endoprosthesis, the physician decided to place an aortic extender despite the lack of a leak. During deployment of the aortic extender he abutted it against the distal side of the left renal stent (which had previously been placed) to assure close placement. He allowed the assisting physician to deploy it while he held the device in place. When the deployment knob was released, the device slipped proximally across the existing renal stent and was deployed across the left renal artery. An unsuccessful attempt was made to reposition the device. The physician felt the patient's status was such that pt would never be weaned off a ventilator if pt were converted to an open repair. He felt that their existing renal status was going to eventually fail, therefore, he left the device covering the renal artery.